Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their activity tracker was interfering with their implantable pulse generator (ipg) and were experiencing symptoms as a result. Once they took the activity tracker off, they felt fine. The symptoms were noticed when seated or reclined. Follow up with the clinic confirmed that the patient became symptomatic when the activity tracker was placed over their device. The device remains in use. No further patient complications have been reported as a result of this event.